Event description:
A distributor in france reported an incident involving a customer¿s device, but there was little information available regarding the event or any adverse impact on the customer's blood glucose level. No events were found on the specified date, though a corrupted log was noted previously. A replacement pump with a new serial number was expected to be returned by the end of march 2026. No further details about the customer's outcome or corrective actions were provided.